Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of improper hand washing and bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient did not perform the six-step hand wash properly. The patient was not hospitalized. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was due to the six-step hand wash not being done properly. On (B)(6) 2011, the patient began remedial therapy of fortum (1.5 gram ip) and reflin (1.5 gram ip daily). The event of peritonitis was resolving. It was not reported whether the event of hand wash not doing properly had resolved. Dianeal pd2 ultrabag therapy was ongoing as was remedial therapy of fortum and reflin. The nurse stated the event of peritonitis was not related to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event of hand wash not doing properly. The nurse stated the patient recovered from the bacterial peritonitis with (B)(6) and remedial treatment of fortum 1.5 gm and reflin 1.5 gm had been discontinued. It was not reported if the event of hand wash not doing properly had resolved